Manufacturer narrative:
Concomitant medical products: product ID: 3389s, lot# va1h8hv, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor, dystonia, parkinson¿s dual, and movement disorders. It was reported on (B)(6) 2018 the stage 1 lead had low impedances of 100 ohms on contact 2 & 3. The physician used another lead and it worked fine. The implant was completed. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The cause of the low impedances was not determined. It was checked three separate times after the twist-lock was removed, the lead cleaned, reinserted, and retested. The surgeon asked for a different lead. The lead was explanted and returned to medtronic. The patient's weight was unknown. The new clinician programmer was used. The software os version android 7.0. App version (B)(4). It was suggested to try the 8840 but the surgeon refused and wanted a new lead. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, unknown serial#, implanted: explanted: product type :accessory. Product ID: 3389s, lot#: va1h8hv, implanted: (b)(5) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results of the lead stimloc revealed no anomaly. If information is provided in the future, a supplemental report will be issued.